Manufacturer narrative:
The device was returned to rotation at the user facility after completion of the procedure. The customer did not return the device to the manufacturer for evaluation since there was no reported malfunction. Based on the information reported by the user, a potential cause for the user¿s injury is that the safety switch was not engaged. The instructions for use (IFU 6205-001-700, rev c, page 7) states to "always place the f/r/safe control in the safe mode position when passing the handpiece to another person." The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility the user handed the device to a technician. The user reported that the safety switch was not engaged prior to hand-off and that the trigger became depressed, causing the device to run. As a result, the technician¿s glove became wrapped in the moving components of the device, which broke the technician¿s finger. The technician¿s broken finger required medical intervention. The procedure was completed successfully using the same device without a clinically significant delay. No adverse consequences or medical intervention were reported for the patient.